Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is "discomfort... Breast has become distorted in shape and contour," and "ultrasound scanning assessment clearly demonstrates that the implant has ruptured."

Event description:
Physician reported right side "discomfort... Breast has become distorted in shape and contour," and "ultrasound scanning assessment clearly demonstrates that the implant has ruptured." The device remains implanted.